Event description:
The pt was admitted to the hosp for removal of bilateral breast implants. The pt was noted to have bilateral breast deformities secondary to ruptured breast implants with capsular contractures. The implants were originally inserted in 1982.